Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient had passed away. It was noted that the patient was cremated, but the mortuary had been aware of the device. It was stated that the patient may have had cancer, which is consistent with the manufacturer's device registry. Ten days later, it was reported that the patient's death was not related to the device.